Event description:
During the f/u visit, the pt presented with burns. The doctor noticed that the pt had 4 skin burns at the cryoneedle site (perineum). The doctor is treating the wounds as outpatient.

Manufacturer narrative:
A skin burn is a serious, but known and inherent risk of cryotherapy. The occurrence rate of a burn is rare. There are several potential mitigation that a physician can implement to try to avoid a burn. Applying gauze and warm saline to the skin during treatment is the most common and effective means of preventing a burn. Other important mitigations involve spacing of the needles. Needles should be spaced greater than 1 cm apart to reduce any effect the needles may have at the skin surface. Additionally, needle length and ice ball length should be evaluated to ensure the active area (ice ball) of the needle is below the skin plane. If a pt still develops a skin burn, it is likely that they will require medical treatment. This treatment may include hospitalization and/or possibly a skin graft to treat the burn.